Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was not reported. The patient was hospitalized for the peritonitis event and treated with unspecified antibiotics (dose, route and frequency not reported) for peritonitis. The patient was discharged from the hospital 12 days after event onset. At the time of this report, antibiotic therapy was ongoing and the patient outcome was reported as "the patient is better now". Action with pd therapy was ongoing. No additional information was available.